Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard perfix plug (device 2). Additional supplemental emdrs were submitted to represent the bard perfix plug (device 1) and bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "a perfix plug (device 1) was placed to the fascia using prolene sutures. Attention to just above umbilical region. Two large hernias were there; a perfix plug (device 2) was placed into the fascia using prolene sutures." On 1(B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and had abdominal pain thereby underwent repair with the removal of old mesh (device 1 and 2) and implant of bard flat mesh (device 3). Per op notes, "an incision was made around the fascia. There was two separate hernias, there was a piece of mesh present as well, which had balled up. The mesh (device 1 and 2) were excised. A bard flat mesh (device 3) was placed to the underlying fascia using sutures."